Manufacturer narrative:
The insulin pump was received with a cracked end cap. No motor error alarm could be verified due to the physical damage to the end cap. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was damaged. The caller reported the insulin pump was dropped and there were broken pieces as a result. Customer's blood glucose was 115 mg/dl. The customer stated the damage was located along the battery compartment on the insulin pump. The caller also called back to a motor error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.